Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer contacted adc and reported that on an unspecified date "last weekend" she was "experiencing dka" (diabetic ketoacidosis), and attempted to check her ketones with her adc blood glucose meter. The customer reported she was unable to check her ketone level due to her adc meter "not working." The customer stated she was taken to the hospital where she was diagnosed with dka and received unspecified treatment. No further details of the event were provided, and the customer declined to complete troubleshooting. There was no report of death or permanent injury associated with this event.